Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Product evaluated and customer's experience of tubing separation was confirmed. The silicone tubing was observed to be torn near the upper fitment. The cause of the tear could not be determined. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.

Event description:
Customer reported during infusion on a patient, the tubing at the upper fitment became disconnected. No additional information was available.